Event description:
It was reported that the pump touch screen is "worn, displaying bubbles on edges of screen and unreadable." There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.